Manufacturer narrative:
The insulin pump was received with no button error alarm noted. The pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. The pump had broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.